Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted right nephrectomy procedure, hemostasis could not be achieved due to the patient¿s anatomy, requiring conversion to open surgery. Bleeding occurred during renal vessel clipping, and efforts to identify the source were complicated by the patient¿s body habitus and limited visualization from camera positioning. The bleeding was believed to have originated near the assistant port and was ultimately determined to be a result from an inadvertent duodenal injury. The injury was repaired by a general surgeon with sutures, and the patient was instructed to fast for three days postoperatively. The surgeon had anticipated the potential need for conversion to open surgery due to the challenging anatomy and lack of adequate visualization. The da vinci system, instruments, and accessories were not believed to have caused or contributed to the event. The patient tolerated the change in surgical approach, the procedure was completed, and there were no postoperative complications or concerns for any long-term complications.